Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock sensor was found. The customer's problem was replicated. The latch lock sensor was replaced to fix the issue.

Event description:
It was reported that the pump triggered an alarm "cassette not locked¿, even when it was locked. The incident occurred before testing. There was no patient involvement.